Manufacturer narrative:
Concomitant medical products: product ID: dtba2q1 ICD, implanted: (B)(6)2016, product ID: 5076-52 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shock due to oversensing on the right ventricular (rv) lead. It was noted there was high impedance on the rv and superior vena cava (svc) coils and possible fracture. Revision procedure of adding a lead was scheduled but the patient refused the removal of the lead and therefore procedure of adding a lead was not yet performed. The lead was turned off and remains in the patient. It was also reported that during device replacement, the left ventricular (lv) lead displayed increased threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.